Event description:
A report was received that the patient was having difficulty charging. Database analysis revealed no anomalies. It was determined by the physician that ipg was tilted. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
.